Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2018-00528. It was reported that during an explant procedure on (B)(6) 2017, the physician suspected a potential infection had developed at the scs lead site. The leads were explanted as planned. A biopsy of the tissue was sent for testing, however the results are unknown. Reportedly the patient was treated with oral antibiotics.